Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer was returned for investigation. A leak was noted from a tear in the sheath proximal to the hub during functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear and subsequent leak is consistent with damage during use.

Event description:
During a procedure, blood was leaking from the hemostasis valve when applying the negative pressure for flushing the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.